Event description:
It was reported that pump screen stayed dark and would not turn on despite multiple attempts by customer to wake it up. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.